Event description:
Crews were monitoring a cardiac pt's vital signs and ECG during a transfer from one hospital to another. Reportedly, during transport the device display went blank. The device operator cycled power multiple times, removed and reinstalled the batteries in an unsuccessful attempt to restore the device screen. The reporter stated there were no adverse affects to the pt as a result of device operation. The crews cycled power multiple times over several days after the reported event before the device display came back on.